Event description:
A (B)(6) male pt contacted zoll customer support to report that the charger/modem did not appear to be fully charging the batteries. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger/modem is not fully charging batteries) has been confirmed. Upon evaluation, the high side current sense amp (component u14) on the bedside board, had a constant output of 5.5v. The cause for the defective charger is the inability to charge. The cause for the inability to charge is a false overcurrent condition. The cause for the false overcurrent condition is defective component u14. The root cause for the defective component u14 was not positively determined. No adverse event resulted from the defective component. The pt received a replacement charger/modem.